Event description:
The reporter stated that he did a meter to hcp meter comparison test, on a visit to his doctor. His meter reading was 100 mg/dl, and the hcp meter (type unknown) result was 126 mg/dl. The reporter said he had done a control solution test (on other than his present test strips) and did not recall the reading. The lifescan representative discussed meter/lab comparison and reviewed cleaning, coding, storage of strips and use of control solution. No further information could be obtained from the reporter.